Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/12/2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data. Also, the data evaluation confirmed a permanent signal loss. The root cause of the pairing failure was determined to be signal loss. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Based on the investigation results this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected. Previously, data was provided for evaluation. The reported event of pairing failed was confirmed via data. A root cause could not be determined.